Event description:
Customer was "out of it" and couldn't sit up. Family member called an ambulance when they arrived they tested blood glucose and rec'd a low results. The customer was given a glucose IV and some orange juice. The customers device read much higher after having the juice and glucose. Paramedics rec'd another low result and took the customer to the hosp where they was given an IV. A lab was performed but the results are unknown. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.